Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber failed at 20,660 joules of use. A gland volume of 50 ml. And a firing time of 3.52 minutes was also reported. No additional information as provided. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus buildup; the glass cap exhibits moderate devitrification; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted the fiber exhibits some contamination, likely biologic, under the heat shrink tubing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.